Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited an abnormal impedance and was fractured. Programming changes were made, and the rv lead was replaced. The patient's status was unknown.